Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet during its initial learning phase, with the lowest reported blood glucose of 55 mg/dl and approximately three hours under 70 mg/dl; the user treated with orange juice and a sandwich and reported receiving device low and urgent low alerts. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included complaint intake, troubleshooting guidance, and user education on system learning and management of lows. Investigation of this case revealed no device malfunction reported and no device component issue identified, and the event was assessed as hypoglycemia with cause unclear during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.